Event description:
The pt was implanted with a prodisc-c at c4-5 on (B)(6) 2011. The pt experienced recurring radiculopathy post-operatively. Pt was returned to the operating room on (B)(6) 2012 for removal of pdc and pt was revised to an acdf.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records have been requested.